Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the hypothesis of mishandling. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized. The patient was treated with vancomycin and intraperitoneal gentamicin. It was reported that the cloudy effluent is clear on an unspecified date. It was reported that the patient was switched from automated pd therapy to continuous ambulatory pd therapy. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and users are instructed not to attempt to reuse any disposable supplies. Should additional relevant information become available, a supplemental report will be submitted.